Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""the total condylar iii prosthesis in complex knee reconstruction"" written by william m. Hohl, md, edward crawfurd, frcs, steven b. Zelicof, md, and frederick c. Ewald, md published by clinical orthopaedics and related research accepted by publisher 15 april 1991 was reviewed. The article's purpose was to discuss results of utilizing the tciii (depuy) prosthesis in complex knee reconstructions. Data was compiled from 35 patients implanted between 1977 and 1987. The average age was 64.9 years (38-83 years old) . All patients had patellar resurfacing. The article does not identify cement manufacturer. The article reports upon generalized results but also identifies 8 patients with adverse events which are captured individually on linked complaints." This complaint captures a (B)(6) diabetic (gender unknown) with a history of a previous knee replacement infection (removed 6 months prior to implantation of tciii) who experienced infection post tc iii implantation. Attempted debridement and therapy with antibiotics failed and tciii implants were removed 1 month later. A knee arthrodesis was attempted but failed and patient developed osteomyelitis and ultimately required above-the-knee amputation.